Event description:
"Silastic catheter discovered to be in subclavian vein apart from chamber. When chamber was removed 2-3 mm of silastic tube remained on hub of chamber. Unsure as to cause of this problem." Quoted from attending physician.